Manufacturer narrative:
The tip up fenestrated grasper has been returned and evaluated by the failure analysis team. Failure analysis investigations replicated/confirmed the customers reported complaint. Failure analysis found the primary failure of broken grip tip to be related to the customer reported complaint. The instrument was found to have a broken grip at the grip midpoint of the grip. A piece approximately 0.18" x 0.76" was found to be broken off the distal end. The broken piece was not returned. The root cause of broken instrument grips -tips is typically attributed to misuse, such as excess force applied to the instrument jaws. The root cause was attributed to mishandling/misuse. No image or procedure video was provided for review. A review of the instrument log for the tip-up fenestrated grasper instrument (470347-12/k13211213 0439) associated with this event has been performed. Per the logs, the instrument appears to not have been used at this site. This complaint is being reported based on the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported during central processing that the tip up fenestrated grasper instrument's tip was broken. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was found to be defective during central sterile processing. The instrument was not used on a patient, therefore no further information is available.